Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event and therapy dates are estimated. Both leads are reported as unable to know which lead migrated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-22249. It was reported patient was experiencing ineffective therapy. X-rays revealed that one of the leads had migrated down to the lumbar region. Company manufacturer was able to program the lead which had not migrated and able to achieve therapy. Surgical intervention may take place at a later date to address the issue.